Event description:
The customer reported the system will intermittently start flickering, then will not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the 5v power supply. System operates as intended. (B)(4).